Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and decreased blood pressure. The cause of the peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. One day prior the onset of peritonitis, the patient was treated with injection vancomycin (1gm/ every 5th day/ intraperitoneal/ ongoing) and injection ceftazidime (1gm/ once a day/ intraperitoneal/ ongoing) for peritonitis. On an unknown date, the patient discharged from the hospital. At the time of this report the patient had not recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, and the patient was shifted to hemodialysis (ongoing). No additional information is available.